Manufacturer narrative:
Complainant's event most likely caused by leveraging/prying the device during implantation procedure which is evident from the returned bent delivery cannula, and/or user not following the deployment sequence as stated in the surgical technique guides such as not docking number#1 button after deployment of #1 implant.

Event description:
It was reported after successfully deploying the first implant of the ar-4501 meniscal cinch ii during an acl reconstruction procedure, the surgeon pulled back and pushed the number two button to the first speed bump and inserted the tip of the cinch into the meniscus. The surgeon pushed the number two button to deploy the second implant, but the button was frozen and would not move forward. The surgeon continued pushing the second button and eventually the button moved all the way forward. However, when the button finally moved, the surgeon stated it felt as though something on the device broke. The surgeon then moved the second button back to number one and pulled the device out of the joint. Upon doing so, it was discovered that the second implant never deployed from the suture. The second implant was still attached to the suture and was floating in the knee joint. The rep confirmed the second implant was fully removed. After the cinch was removed, it was also discovered that the portion of the needle tip that is covered in black was bent. The rep noted that the needle point was not bent after implanting the first implant, but was discovered after trying to deploy the second implant. The rep stated upon removing the suture from the first implant, the surgeon was able to fully remove all suture, but the first implant was lost in soft tissue and was not able to be retrieved. Another manufacturers device was used to complete the procedure without any further issue. The rep stated that the device is returning for evaluation.